Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the single use aspiration needle puncture needle sliding handle separated from the sheath adjuster knob. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the single use aspiration needle puncture needle sliding handle separated from the sheath adjuster knob. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined the event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: gk6344 16 ¿ do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope. ¿ before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.